Event description:
It was reported that the patient's device experienced premature battery depletion and had already reached end of life (eol). Telemetry connection could not be established with the device. No information regarding the intervention was reported.